Event description:
On 16-may-2025, pentax medical became aware of an event involving a pentax medical video gastroscope model eg29-i20c, serial number (B)(6) in france within the emea region. The distal end light of the endoscope illuminated in orange instead of white, resulting in an orange-tinted endoscopic image that made mucosal visualization unclear. In addition, the physician reported that something like vapor was emitted from the distal end of the endoscope. When a pentax medical representative inspected the endoscope onsite, it was found that two illumination lenses at the distal end were contaminated with what appeared to be blood clots, and removal of the contamination required considerable time and effort. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was not returned for evaluation, as the illumination lens was cleaned on-site and the endoscope remains in use at the facility. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Correction information b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information d4: primary unique device identifier (UDI). H4: device manufacture date. H7: if remedial action initiated, check type. H9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number. H11: evaluation summary, remedial action. Evaluation summary the event that occurred is orange image. The distal end was cleaned onsite, and the next examination was performed without any problems. Based on the investigation, a potential root cause of this failure is that blood inside the body adhered to the light cover glass at the distal end and coagulated due to the thermal energy of the light. This blood staining caused the image to appear orange. A definitive root cause of the reported issue could not be identified. A corrective and preventive action (CAPA) is currently underway to address this issue. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 10-oct-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 28-oct-2024. Remedial action this event is currently undergoing remedial action under fca report 2518897-01/20/2025-001-c. Please refer to the fca report for details on the root cause investigation and corrective actions. The remedial action includes revisions to the instructions for use (IFU) and enhanced user warnings. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.